Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use at the time of the event. The procedure was completed by user tried to expose again. Remote service engineer (rse) checked with customer and customer reported that flat detector cannot detect nd power supply. Field service engineer (fse) went onsite and upon troubleshooting they found the flat detector have issue. To resolve the issue, fse replaced cable of nd power, after replacement of nd power supply cable was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the customer was unable to perform x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.